Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it was indicated that the device would not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient had anterior wall myocardial infarction within last 24hrs of presenting to the emergency room and a timi 1 flow. The patient had a sudden cardiac arrest 10 mins after stent procedure. Physciain noted the patient death may have been due to stent thrombosis or arrhythmia.

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 38x2.5mm lesion being treated was located in the mildly calcified and mildly tortuous left anterior descending artery. A 2.50x38mm promus elemen plus stent was successfully implanted in the target lesion. However, post deployment the patient experienced cardiac arrest twice and died.